Event description:
Procedure type: lung resection. According to the rptr: the device fired successfully but the staples were not well formed, which caused the lung tissue to be partially closed. A new device was used to attempt to close the tissue but the staples did not form well again and were stuck and could not be fired anymore. In order to complete the procedure, the surgeon changed to a different company's device. No unanticipated bleeding occurred. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).